Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Foreign materials were not able to be identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series, operation manual chapter 3: preparation and inspection. Gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water cylinder had foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and found: during incoming inspection no leakage was found. The grip had a scratch. The switch box had a scratch. The air/water cylinder had no color. The suction cylinder had no color. Switch 1 had a cut. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The adhesive on the bending section cover had a crack. The universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.